Manufacturer narrative:
This device is not available for return because it remains implanted after a valve-in-valve procedure. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. There are many factors that could result in the need to disable a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, this patient's medical history included cad and diabetes ii which are considered contributing patient factors. Minimal information regarding the condition of the valve at the time of the intervention was available; therefore, the root cause for the stenosis cannot be conclusively determined. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 25mm aortic pericardial valve was disabled after an implant duration of ten (10) years, five (5) months due to severe aortic stenosis. A second device, a 9600tfx 26mm tavr device, was implanted in the aortic position using a valve-in-valve procedure. Through follow up with the health care provider, operative notes were made available indicating this patient presented with aortic stenosis. He had undergone a prolonged hospital course after being admitted for decompensated heart failure.